Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("right portion of device migrated to an unknown location / migration of essure device"), device breakage ("device breakage"), pregnancy with contraceptive device ("20 weeks pregnant / pregnancy (no complications)") and caesarean section ("c-section") in a 29-year-old female patient who had essure (batch no. A63344) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 4 ((B)(6) 2004, (B)(6) 2006, (B)(6)2013, (B)(6) 2014) and cesarean section (3). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device breakage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pain"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), caesarean section (seriousness criterion medically significant) and adnexal torsion ("the right fallopian tube could not be removed because it was so intertwined"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy). At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, caesarean section, adnexal torsion, pelvic pain, depression and anxiety outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered adnexal torsion, anxiety, caesarean section, depression, device breakage, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: ultrasound showed that the left portion of the device but the right portion of the device migrated to an unknown location. The ultrasound also showed she was 20 weeks pregnant. Thereafter, plaintiff underwent a c-section and bilateral tubal ligation. 2 coils visualized on the right side and 4 coils visualized on the left. She did not allege birth defects. Patient had not removed essure device (descripancy noted) diagnostic results: ultrasound that showed that the left portion of the device but the right portion of the device migrated to an unknown location. The ultrasound also showed she was 20 weeks pregnant. Most recent follow-up information incorporated above includes: on 29-jun-2018: events- "device breakage , pain, depression , mental anguish, she did not undergo essure confirmation test ", reporter, lot number added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right portion of device migrated to an unknown location / migration of essure device"), device breakage ("device breakage"), pregnancy with contraceptive device ("20 weeks pregnant / pregnancy (no complications)") and caesarean section ("c-section") in a 29-year-old female patient who had essure (batch no. A63344) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 4 (B)(6)2004, (B)(6)2006, (B)(6)2013, (B)(6)2014) and cesarean section (3). *ultrasound that showed that the left portion of the device but the right portion of the device migrated to an unknown location. The ultrasound also showed she was 20 weeks pregnant. Previously administered products included for an unreported indication: nuvaring. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain ("pain"), headache ("headaches ") and migraine ("migraine"), 3 months 21 days after insertion of essure. In (B)(6)2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and adnexal torsion ("the right fallopian tube could not be removed because it was so intertwined") and underwent caesarean section (seriousness criterion medically significant). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy). At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, caesarean section, adnexal torsion, depression, anxiety, pelvic pain, headache and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered adnexal torsion, anxiety, caesarean section, depression, device breakage, device dislocation, headache, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: ultrasound showed that the left portion of the device but the right portion of the device migrated to an unknown location. The ultrasound also showed she was 20 weeks pregnant. Thereafter, plaintiff underwent a c-section and bilateral tubal ligation. 2 coils visualized on the right side and 4 coils visualized on the left. She did not allege birth defects. Patient had not removed essure device (discrepancy noted) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2019: plaintiff fact sheet- new event migraine, headaches were added. Treatment nd historical drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("right portion of device migrated to an unknown location / migration of essure device"), device breakage ("device breakage"), pregnancy with contraceptive device ("20 weeks pregnant / pregnancy (no complications)") and caesarean section ("c-section") in a 29-year-old female patient who had essure (batch no. A63344) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 4 ((B)(6) 2004, (B)(6) 2006, (B)(6) 2013, (B)(6) 2014) and cesarean section (3). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device breakage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pain"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), caesarean section (seriousness criterion medically significant) and adnexal torsion ("the right fallopian tube could not be removed because it was so intertwined"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy). At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, caesarean section, adnexal torsion, pelvic pain, depression and anxiety outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered adnexal torsion, anxiety, caesarean section, depression, device breakage, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: ultrasound showed that the left portion of the device but the right portion of the device migrated to an unknown location. The ultrasound also showed she was 20 weeks pregnant. Thereafter, plaintiff underwent a c-section and bilateral tubal ligation. 2 coils visualized on the right side and 4 coils visualized on the left. She did not allege birth defects. Patient had not removed essure device (descripancy noted) . Diagnostic results: ultrasound that showed that the left portion of the device but the right portion of the device migrated to an unknown location. The ultrasound also showed she was 20 weeks pregnant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right portion of device migrated to an unknown location / migration of essure device'), device breakage ('device breakage'), pregnancy with contraceptive device ('20 weeks pregnant / pregnancy (no complications)') and caesarean section ('c-section') in a 29-year-old female patient who had essure (batch no. A63344) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 4 ((B)(6) 2004, (B)(6) 2006, (B)(6) 2013, (B)(6) 2014) and cesarean section (3). *ultrasound that showed that the left portion of the device but the right portion of the device migrated to an unknown location. The ultrasound also showed she was 20 weeks pregnant. Previously administered products included for an unreported indication: nuvaring. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pain"), headache ("headaches ") and migraine ("migraine"), 3 months 21 days after insertion of essure. In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), adnexal torsion ("the right fallopian tube could not be removed because it was so intertwined") and complication of device removal ("post removal complication - yes") and underwent caesarean section (seriousness criterion medically significant). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy). At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, caesarean section, adnexal torsion, depression, anxiety, headache, migraine and complication of device removal outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered adnexal torsion, anxiety, caesarean section, complication of device removal, depression, device breakage, device dislocation, headache, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: ultrasound showed that the left portion of the device but the right portion of the device migrated to an unknown location. The ultrasound also showed she was 20 weeks pregnant. Thereafter, plaintiff underwent a c-section and bilateral tubal ligation. 2 coils visualized on the right side and 4 coils visualized on the left. She did not allege birth defects. Patient had not removed essure device ("discrepancy" noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: event outcome of pelvic pain and event complication of device removal updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right portion of device migrated to an unknown location / migration of essure device'), device breakage ('device breakage'), pregnancy with contraceptive device ('20 weeks pregnant / pregnancy (no complications)') and caesarean section ('c-section') in a 29-year-old female patient who had essure (batch no. A63344) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 4 ((B)(6) 2004, (B)(6) 2006, (B)(6) 2013, (B)(6) 2014) and cesarean section (3). *ultrasound that showed that the left portion of the device but the right portion of the device migrated to an unknown location. The ultrasound also showed she was 20 weeks pregnant. Previously administered products included for an unreported indication: nuvaring. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pain"), headache ("headaches ") and migraine ("migraine"), 3 months 21 days after insertion of essure. In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), adnexal torsion ("the right fallopian tube could not be removed because it was so intertwined") and complication of device removal ("post removal complication - yes") and underwent caesarean section (seriousness criterion medically significant). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy). At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, caesarean section, adnexal torsion, depression, anxiety, headache, migraine and complication of device removal outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered adnexal torsion, anxiety, caesarean section, complication of device removal, depression, device breakage, device dislocation, headache, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: ultrasound showed that the left portion of the device but the right portion of the device migrated to an unknown location. The ultrasound also showed she was 20 weeks pregnant. Thereafter, plaintiff underwent a c-section and bilateral tubal ligation. 2 coils visualized on the right side and 4 coils visualized on the left. She did not allege birth defects. Patient had not removed essure device (descripancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2021: mr received: reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right portion of device migrated to an unknown location / migration of essure device'), device breakage ('device breakage'), pregnancy with contraceptive device ('20 weeks pregnant / pregnancy (no complications)') and caesarean section ('c-section') in a 29-year-old female patient who had essure (batch no. A63344) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 4 (B)(6) 2004, (B)(6) 2006, (B)(6) 2013, (B)(6) 2014) and cesarean section (3). *ultrasound that showed that the left portion of the device but the right portion of the device migrated to an unknown location. The ultrasound also showed she was 20 weeks pregnant. Previously administered products included for an unreported indication: nuvaring. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pain"), headache ("headaches ") and migraine ("migraine"), 3 months 21 days after insertion of essure. In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), adnexal torsion ("the right fallopian tube could not be removed because it was so intertwined") and complication of device removal ("post removal complication - yes") and underwent caesarean section (seriousness criterion medically significant). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy). At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, caesarean section, adnexal torsion, depression, anxiety, headache, migraine and complication of device removal outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered adnexal torsion, anxiety, caesarean section, complication of device removal, depression, device breakage, device dislocation, headache, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: ultrasound showed that the left portion of the device but the right portion of the device migrated to an unknown location. The ultrasound also showed she was 20 weeks pregnant. Thereafter, plaintiff underwent a c-section and bilateral tubal ligation. 2 coils visualized on the right side and 4 coils visualized on the left. She did not allege birth defects. Patient had not removed essure device ("discrepancy" noted) lot number: a63344 manufacturing date: 2012-10 expiration date: 2015-10 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("right portion of device migrated to an unknown location"), pregnancy with contraceptive device ("(B)(6) pregnant") and caesarean section ("c-section") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), caesarean section (seriousness criterion medically significant) and adnexal torsion ("the right fallopian tube could not be removed because it was so intertwined"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy). At the time of the report, the device dislocation, pregnancy with contraceptive device, caesarean section and adnexal torsion outcome was unknown. The pregnancy outcome was not reported. The reporter considered adnexal torsion, caesarean section, device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: ultrasound showed that the left portion of the device but the right portion of the device migrated to an unknown location. The ultrasound also showed she was (B)(6). Thereafter, plaintiff underwent a c-section and bilateral tubal ligation. Diagnostic results: ultrasound that showed that the left portion of the device but the right portion of the device migrated to an unknown location. The ultrasound also showed she was (B)(6) pregnant. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.